Manufacturer narrative:
The consumer has not returned the product to date; therefore, we are unable to determine the exact product that was used. (B)(4).

Event description:
Consumer reports toothbrush head disengaged during. This is reported as a malfunction with the potential to cause serious injury. A minor injury, ¿stabbed me in my mouth,¿ occurred.